Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll territory manager (tm) contacted zoll customer support to report that a (B)(6) male patient's belt had gelled. A subsequent download revealed that the patient had been treated. A zoll psr reported that the patient had been out grocery shopping when he began to feel ill and the lifevest began to alarm. The patient continued to press the response buttons until he got home. At this time he called 911 as his symptoms were worsening. The 911 operator advised the patient to let the lifevest treat him due to the symptoms. The patient reported feeling better after the treatment. A review of the event indicates that the patient experienced an inappropriate defibrillation event. Svt at 243 bpm contributed to the false detection. The response buttons were pressed before and after the treatment but not immediately prior to the pulse delivery. The patient continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a patient. Device manufacture date. Monitor sn (B)(4): 03/2011 - reuse. Electrode belt sn (B)(4): 12/2013 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.